Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4). Sick. Large bulge at tip of catheter.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient had complications and ¿it dehisced at the intrathecal site, then they put it in the wrong place¿. The pump was implanted in the patient¿s back. The device system also delivered bupivacaine and baclofen.

Event description:
It was reported that during the pump implant on (B)(6) 2013 the healthcare provider (hcp) made "some mistakes." The patient stated that the incisions were "glued shut." The day after the implant the patient developed an infection with a fever of 102 degrees. By (B)(6) 2013 the patient had developed a large bulge at the tip of the catheter and the glued incision "split open a little bit." At this time the patient still had a low grade fever. The patient sent a picture of the infection with the dehiscence to the hcp. The hcp responded to the patient if her temperature went above 99.2 degrees twice during the night to go into the hospital to another doctor. The patient responded that she had a fever of over 101.5 degrees and she was "sick." The hcp instructed the patient to go to the hospital immediately. On (B)(6) 2013 the patient was admitted to the hospital. That night the hcp opened the pump pocket and 8 ounces of infected fluid came out of the pocket. The patient noted that the hcp found dark brown/red tis sue in the infection site. The hcp removed the pump and cleaned and sterilized the pump and pump pocket. The hcp left the incision open and packed the pocket with "all this stuff." The pump was put back in the pocket and two days later the incision was closed back up with "inside stitches, super glue, outside stitches, big stuff." The patient had a picline for 2 weeks afterwards and took vancomycin for 3 weeks. The patient stated "I almost died." The patient thought the infection was (B)(6). The device system was used to deliver morphine. It was later reported that within 24 hours of pump implant the pump was "hot." The patient saw the hcp the following friday and was given quinomycin. The patient at this time stated that her fever was at 101.2 degrees and was told that if her fever hit 101.5 degrees twice over the weekend to go to the hospital and ask for a specific doctor who "repairs these things - he saves them." No blood work was done at this time. The patient's temperature continued to fluctuate. The catheter dehisced due to the large lump at the catheter tip on (B)(6) 2013. The vancomycin was administered immediately after admission to the hospital on (B)(6) 2013. Cultures were taken and a few days later infection disease stated that the patient had "some sort of infection" although attempts to culture the organism were unsuccessful. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that per patient when patient's pump was originally implanted (B)(6) 2013 there was a dehiscence at the catheter site. Within 24 hrs patient had a fever of 102-103. 18 days later and 2 rounds of antibiotics there was a huge/large lump at the catheter site. Patient was put on a "wound sucking machine" and the healthcare professional (hcp) took out 8 oz. Of puss/infection. For 9 days patient was in the hospital and was sent home with antibiotics and a PICC line. 3 months later the hcp moved the pain pump to a different area of patient's stomach. Maybe she should be hospitalized, detox and have the pump explanted because of all the issues patient was having and patient was very concerned about it. No further complications were reported.